Event description:
It was reported that the reservoir was leaking during high pressure test. The blood glucose reading is over 600 mg/dl. Location of the leak is the reservoir cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.